Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and no longer functional. Reportedly, the screen became shattered when the customer fell. Additionally, the customer reported an undefined recurring alarm. There was no reported impact to customer¿s blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.